Event description:
Consumer stated: "these were not a good fit for my sonicare. There was a big gap between the handle and the brush head. But for the price difference I thought that I would give it a try. I use my sonicare every night before bed, and replace the brush heads every 4 months. Due to how messy the brush sometimes can be (user error) I use a regular toothbrush in the morning. Within 5-6 weeks of using the second toothbrush head in the three pack, the middle bristles fell out?!?! Not cool! I would buy the name brand!!!" No contact info provided, product was not returned.